Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was third degree cystocele, third degree rectocele symptomatic, urinary incontinence, stress incontinence as well as detrusor over activity, urethral hypermobility, and second degree uterine descent. The procedure performed was an anterior colporrhaphy with incorporation of mesh, posterior colporrhaphy with mesh graft as well as corporation of mesh, uterine suspension utilizing mesh graft, tension-free vaginal tap suburethral sling procedure, and urethral cystoscopy.